Event description:
It was reported that the insulin pump hs been delivering boluses on its own during the night as well as during the day. The caller stated that the customer has experienced low blood glucose levels as well. The insulin pump has not been exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump was programmed correctly. Advised the caller that the insulin pump would be replaced due to the delivery anomaly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.